Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed and when the user connected the camera head to the subject device, a color bar appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.